Manufacturer narrative:
Intuitive surgical, inc. (Isi) analyzed the vessel sealer extend instrument and found a blade exposed outside of the blade garage 0.117". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The knife slot test passed at 0.028". A review of remotefe log showed 1 blade jammed failure. Failure analysis found failure during initialization to be related to the customer reported complaint. Based on log review of remotefe and digital signal processor (dsp) logs, the instrument was found to have 1 homing failure during initialization with error code 22026. The instrument was placed on an in-house system and failed initialization. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument passed cut and energy delivery tests. The instrument likely failed initialization due to the dislodged blade. Additional observation, which was not reported by site, was that the instrument was found to have 1 dislodged ceramic dot. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had an exposed blade that couldn't be retracted. In addition, the instrument also failed homing. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.